Event description:
Consumer stated: "I have been buying the travel toothbrush for the past year and I haven't had any issues until recently. I purchased 2 from a dollar tree in my hometown of new britain, CT and when I went to brush my teeth, bristles started coming out." Reached out to consumer to determine which travel toothbrush and received no response.